Event description:
Kimberly-clark's in line suction catheter sizes 6 fr and 8fr has colored depth marking that rub off when used and the colored material has the potential of entering the trachea and airways. This problem has been reported to them has continued for more than one month. I have concern over the safety of this product.